Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo shows the product during treatment. Several drops of water can be seen on the header cap, however, the cause of the visible water drops and the leakage cannot be identified. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with an polyflux 14l, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.